Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was successfully implanted. The patient later had st segment elevation and the next day was brought to the cath lab where a clot was discovered in the diagonal coronary artery. The physician suspected device-related thrombus so transesophageal echocardiography (tee) was performed on (B)(6) 2021 for visualization of the watchman flx laa closure device. Tee revealed no device-related clot and the device remained successfully placed. The origin of the clot is unknown. The patient was reported to be doing well and discharged.